Event description:
The customer contact reported the pt received less medication than intended. At 1800, the device was programmed for continuous delivery of an unspecified concentration of ropivacaine, at a rate 12ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. No further programming parameters were provided. At 2020, the customer contact reported the pt complained of pain. At that time, the physician was notified. The pt was treated with an unspecified bolus of medication via the epidural catheter and the delivery was continued. At an unspecified time, approx 6 hours after the delivery was started, it was noted there was 60 ml remaining in the container instead of an unspecified expected volume remaining. No audible alarms were reported. The device was removed from clinical service. The pt delivered; therefore, the therapy was not resumed. The customer contact reported the pt had received a total of 4 unspecified bolus doses of pain medication via the epidural catheter for breakthrough pain during the pt's labor. The customer contact reported during an investigation at the user facility, it was found that the vent on the drip chamber of the tubing set was not opened prior to starting the delivery which reportedly caused a vacuum to occur in the glass container. During testing at the user facility, the device alarmed for proximal occlusion at power on. It was reported that after the vent on the drip chamber of the tubing set was opened, the device passed testing. The customer contact reported, "it was confirmed a user error event." Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not e determined. (B)(4).